Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The long bipolar grasper instrument was found to have a broken conductor wire at proximal end within the clear shrink tubing. The long bipolar grasper failed the electrical continuity test on one wire, the opposite wire passed the continuity test. A black mark was added to verify the bad wire. No signs of thermal damage were observed. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the long bipolar grasper instrument had a broken conductor wire. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.